Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The right ventricular lead exhibited noise and an increase in capture thresholds. The noise could not be reproduced in the clinic. It was suspected that the noise was due to external source. The physician elected to program off defibrillation therapy. The patient will continue to be monitored remotely via merlin.net. The patient¿s condition was fine.